Event description:
Employees attempted to transfer the resident using a mech lift and one strap pf the sling came lose and the resident slid to the floor before they could catch her, or lower back to the bed.